Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that the insulin pump was in her pocket and she was leaning when the alarm occurred. The customer does not have a belt clip; she used the device in her bra. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, and cracked case at the reservoir tube window corner.